Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance regarding the pt's automated peritoneal dialysis (apd) therapy with a homechoice machine. Reportedly during prime, hp received a "check supply line" alarm which prompted the pt to contact the tsc for assistance. In troubleshooting this alarm, it was discovered that hp had connected the pt transfer set to the pt line of the homechoice set during prime. Tsc assisted hp in solving the issue. No pt injury or medical intervention was reported upon initial notification of this issue via international affiliate.